Event description:
It was reported that the implant was placed at tooth site ur6 (16) after sinus lift. Review after 2 weeks was good but a new review at 4 weeks showed a coronal fistula. Implant had to be removed due to infection.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided e1: reporter zip code: (B)(6). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.